Event description:
The customer reported being hospitalized with a low blood glucose reading of 20 mg/dl. The customer had slipped into a diabetic coma, and her daughter called the paramedics. The customer stated that she was in a car accident in (B)(6) that has caused her many health issues. The customer stated that she is also on medication that may be affecting her blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.